Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, oversensing and low impedance, possibly due to insulation damage. The lead was explanted and is to be replaced at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).